Event description:
It was reported a patient experienced a hernia coincident with peritoneal dialysis (pd) therapy on the homechoice (hc). The hernia developed after the onset of pd therapy and was found during a catheter repositioning surgery while the patient was reported to have been in the hospital. The cause of the hernia was unknown. It was reported the hernia did not worsen with pd therapy. While the patient was getting their non-baxter pd catheter surgically fixed, the doctor decided to additionally repair the hernia. On an unknown date during hospitalization, the patient stopped pd therapy for approximately three to four days. At the time of this report the outcome of the hernia event was not reported. No additional information is available.

Manufacturer narrative:
(B)(4). The hernia repair occurred on an unspecifed date in (B)(4) 2014. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Additional information: the device was not returned; therefore, a device analysis could not be completed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.